Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their buttons are sometimes unresponsive and squishy. The customer's blood glucose level at the time of incident was unknown. The customer states when they try to rewind the device, the pump will not stop rewinding. The customer was advised the pump would have to be replaced and returned for analysis. The customer also mentioned previous hospitalization for high blood glucose levels of over 1000mg/dl.